Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that his pump usually keeping his blood glucose around 200mg/dl and in middle of night it went to 300mg/dl and he took a shot and he went to 400mg/dl and kept getting no delivery off the pump and now he's at 462mg/dl. Patient's current blood glucose was 514 mg/dl. The customer was getting a headache and sore and aching. The customer treated it with bolus. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The customer is driving to his doctor to get a manual injection and declined to continue troubleshoot for now since he isn't feeling well but said he is ok and declined. The insulin pump will not be returned for analysis.